Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer visited the emergency room and admitted to the hospital due to unconscious and diabetic ketoacidosis on (B)(6) 2019. Customer experienced the symptoms such as vomiting. The customer declined troubleshooting. It was stated that the insulin pump delivering insulin, but not right dosage. Customer was treated with the insulin drip and manual injection. Customer stopped use of the insulin pump due to diabetic ketoacidosis. The insulin pump and reservoir will not be returned for analysis.